Event description:
Ous MDR - after an implantation period of about 43 months a loss of capture was reported. An external pacemaker was added. Two days later the pacemaker could not be interrogated and was subsequently explanted. No further adverse patient side effects have been reported

Manufacturer narrative:
Manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt of the pacemaker, a visual inspection was performed, revealing a dent and scratches on the pacemaker housing. It is reasonable to assume that the dent and the scratches resulted from strong forces during the explantation procedure. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless. The device was operating in the safety backup mode. Subsequently, during initial interrogation a warning message was displayed on the programmer screen indicating that the device experienced a large amount of conducted internal pacemaker resets consistent with the analysis of the pacemaker's memory content. In general, the pacemaker performs self-checks and is equipped with the ability to reset the pacemaker - by internal resets - if needed. While single internal resets are normal and expected, e.g. After the exposure to external emi sources, multiple frequent resets might be indicative of a potentially device malfunction. In such a case and to provide save anti-bradycardia therapies, the pacemaker switches automatically into the safety backup mode to assure the patients safety. Upon interrogation, a device status error message appears to notify the user. Further thorough analysis of the pacemaker's memory content revealed a slightly intermittent elevated current consumption. However, the battery was still sufficiently charged. During further analysis, on monday (B)(6) 2014 the pacemaker stopped pacing and an interrogation was not properly feasible from then on. At a next step, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted but still sufficiently charged to provide appropriate pacing. Subsequent investigations confirmed an elevated current consumption which could be isolated to a specific integrated circuit component of the electronic module. After disconnecting and reconnecting this component the device behaviour was not reproducible underlying a device malfunction of intermittent nature. In summary, the analysis confirmed the clinical observation. As a root cause for the clinical observation a damage of an integrated circuit component of intermittent nature was determined. At the time of the distribution of this pacemaker, the current consumption was normal and the pacemaker's memory content was free of resets.